Event description:
It was reported that the right ventricular lead exhibited noise. No intervention was performed. Further information was requested however, was not provided.

Event description:
New information noted that the patient was in stable condition.